Event description:
Customer stated the device was not downloading and upon inspection the device was found to have missing connector pins from the communication port. It was also blackened and melted. A request was made for the return of the suspect device and replacement product was sent.